Manufacturer narrative:
A review of system error logs was performed and it was identified that a defective handswitch was causing error during post. The hadnswitch was replaced and the system was returned to use in good working order. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system could not expose.the clinical use of the system was in use.there was no harm reported to philips.